Event description:
It was reported that the pump screen was dark and would not turn on. There was no adverse impact to the customer's blood glucose level. The customer was instructed by technical support to confirm the pump was not plugged in and to press the button firmly, but the issue persisted. They were then advised to connect the pump to a known working power source, but the screen still did not activate. A red led was blinking, and the pump was vibrating every three minutes. Technical support decided to replace the pump and sent a replacement with updated software. Reportedly, customer reverted to manual injections for insulin therapy.